Manufacturer narrative:
This report is submitted on april 16, 2024.

Event description:
Per the clinic, the patient experienced a skin overgrowth over the abutment. The patient was placed under general anesthesia on (B)(6) 2024, in order to remove the soft tissue and to remove the abutment. The implanted device remains.